Event description:
Additional information was received that there was high out of range shock impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated the remote home monitor call doctor icon light was blinking red. Patient services assisted the patient in sending a successful remote interrogation. The patient was referred to their clinic for further review of the information as the red light may indicate important device related information that was not able to be transmitted to the clinic initially. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.